Event description:
In 2009, a company representative reported that the patient was having issues with the infusion sets and was experiencing fluctuating blood glucose as a result. Upon follow up with the patient's father the same day, he reported that the patient has experienced frequent "no delivery" alarms on his infusion device (competitor product) for the past 4-6 weeks. He stated that when the alarm was displayed he changed the infusion tubing and was able to prime without error. He stated that the patient's blood glucose has been elevated for the past 6 hours and measured "hi" on his blood glucose monitor. He stated that he gave the patient a 6 unit insulin injection 2 hours prior to the report, and his blood glucose lowered to 31 mmol/l (558 mg/dl). His target blood glucose range is 4.5-5.5 mmol/l (81-99 mg/dl). The father stated that they rotate infusion sites between the stomach and buttocks and from left to right. The patient was sent replacement infusion sets. Upon follow up with the patient's father a week later, he stated that the patient had experienced one "no delivery" alarm this week. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.